Event description:
It was reported patient has been indicated for revision due tibial loosening. No revision has been reported to date.  Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. D10-medical product: nexgen lps option femoral, s item# 00599601752, nexgen lps-flex fixed nsm ar item# 00596404210, nexgen all-poly patella, 38m item# 00597206538, no product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: initial total knee arthroplasty procedure notes reviewed and the surgery was performed without complications. No post operative documents or revision notes were submitted for review. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.